Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the investigation has shown that the thread of the hammer guide is broken off. Also extensive marks found on the head. Further investigation showed conformity. The instrument was produced to the company specification and no apparent fault of material or manufacturing was detected. The condition of the hammer guide gives evidence that due to exceeding applied mechanical force related to long term use caused a cold deformation on the head, followed by material fatigue distal and finally the broken thread. Date received by MFR: was originally reported as 08/09/2014, medwatch was originally submitted to the FDA on october 8, 2014. Advised by the FDA on october 13, 2014 to re-submit if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was broken on the end prior to the surgery taking place. This report is for 1 of 1 fro complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.